Event description:
It was reported that based on the fluoroscopy image taken on (B)(6) 2012, the construct looked fully reduced and in position. However, on (B)(6) 2013, during the t2 sagittal MRI study, surgeon suspected subsidence of the interbody and decided that removal of the implants was necessary. During the removal case, the surgeon discovered the right l5 locking cap was loose, but still intact with the tulip head. All of the polyaxial bone screws were in place and fully assembled. The surgeon confirmed this by pulling on the tulip with a kocher and found no disassociation with the bone screw. Once all of the screws and rods were removed, surgeon confirmed with a probe that the endplate was not violated.

Manufacturer narrative:
Extensive efforts to obtain the explanted components from the hospital for analysis were unsuccessful. Based on (B)(6) 2013, phone call, surgeon suggested that there were add'l contributing factors to the event, such as pt weight, preexisting condition (ie, diabetes), and osteolysis development.